Manufacturer narrative:
Gehc recommended replacement of the ventilator unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Gehc recommended replacement of the ventilator unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use check, the unit froze and detected a pressure spike. There was no reported patient involvement.